Event description:
An olympus representative reported to olympus on behalf of the customer that the endoeye flex deflectable videoscope images are not displayed (no image) during preparation for use. The intended procedure was completed with another similar device. There were no reports of patient harm or impact associated with the reported event.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed/reproduced and found to be due to damage to the charge-coupled device unit, the image was not displayed. Additional evaluation findings were as follows: due to the electrical contact of video connector is shaved, the image is not displayed, the control unit, the grip, the up/down plate, the right/left plate, the universal cord, the light guide connector, the light guide cover glass, the video connector case, the video connector all have a scratch and the switch1 was dirty. A device history review (DHR) of the subject device was reviewed and it was confirmed that the device was shipped in accordance with specifications. Based on the results of the investigation, it is likely that the following led to the malfunction: that due to stress of repeated use, external factors or handling of the device, the image sensor unit was damaged such as disconnection or a part mounted on the electrical circuit board such as integrated circuit chips and capacitors was broken, which may have resulted in the subject event. However, a definitive root cause cannot be identified. This issue is addressed in the instructions for use (IFU): ¿the operation manual describes how to inspect for the subject event in ¿chapter 3 preparation and inspection, section 3.8 inspection of the endoscopic system¿ as below. [Inspection of the endoscopic image] confirm that the endoscopic image is displayed normally in wli and nbi observation. 1 before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2 observe the palm of your hand in the wli and nbi endoscopic images. 3 confirm that light is output from the endoscope¿s distal end. 4 adjust the brightness level as appropriate. 5 confirm that the endoscopic image is free from noise, blur, fog, or other irregularities during wli and nbi observation. 6 turn the angulation control levers slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities.¿ olympus will continue to monitor the field performance of this device.